Manufacturer narrative:
Insulin pump was received with motor error alarm during the occlusion test and unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Insulin pump passed the operating currents, self-test, unexpected restart error test, displacement, rewind, and basic occlusion test. Unable to perform the excessive no delivery test due to prime anomaly. Motor passed motor test. Insulin pump had cracked case at display window corners, battery tube threads, minor scratched display window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 300 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.